Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient was administered with general anesthesia on (B)(6) 2015, to test the integrity of the implanted device due poor performance. The implanted device remains.